Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, it is likely that the no image condition and b30 scope communication error were associated with an issue in the plug unit identified during troubleshooting. The most probable cause was determined to be component failure within the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service technician identified no image and a scope communication error b30. There was no patient involvement.